Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. It includes a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the site that the patient observed some unknown "medium priority alarms" and subsequently exchanged the controller himself. The patient did not experience any symptoms at the time of the reported event. The exchange was well tolerated by the patient. No further alarms were noted following the exchange. There was no damage noted to the controller or driveline. The controller will be returned for analysis. Log files were provided.

Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller, (B)(4), was returned for evaluation. Batteries (B)(4) were returned not returned. Review of batteries (B)(4) manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Log file analysis revealed multiple premature switching events involving controller and batteries (B)(4). These premature switching events are most likely due to momentary disconnections between battery and controller. Momentary disconnections will result in an audible alarm when the power sources reconnect; the momentary disconnections are likely the medium priority alarms the patient reported. Analysis of the alarm files did not reveal any medium priority alarms. Two vad disconnect alarms that were due to a physical disconnection of the driveline was observed on (B)(6) 2016 but likely occurred during the controller exchange. Analysis of controller (B)(4) revealed that the device passed visual examination and functional testing. Analysis of batteries (B)(4) could not be performed since the devices were not returned for evaluation. The manufacturer has opened an internal investigation to evaluate momentary disconnections between batteries and controllers under CAPA (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the batteries and controller. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
(B)(4). Batteries: (B)(4). Preliminary log file analysis received on january 25th, 2017 revealed power switching involving three batteries. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.